Manufacturer narrative:
Mml# (B)(4). The device remains implanted and functional. Therefore, no device evaluation can be performed. The device history record was reviewed, including the sterilization process. No nonconformances were found. It was reported that the type of infection identified was a staph infection. The patient was prescribed an oral antibiotic (keflex) for 10 days. This report is associated with MFR report number 3021520203-2025-00032.

Event description:
It was reported that the patient had an infection and wound healing issue at the implantable pulse generator (ipg) pocket site. The physician performed a wound washout to address the problem. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml# c-01656.

Event description:
It was reported that the patient had an infection and wound healing issue at the implantable pulse generator (ipg) pocket site. The physician performed a wound washout to address the problem. There was no report of patient harm or injury. The device remains implanted and functional.